Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into two segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The analysis revealed cuts into the insulation of the distal fragment (approx. 41 cm proximal to the lead tip) and a damaged steroid collar, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported rising threshold and drop in sensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 15 months, a too high threshold was observed.